Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. The nurse observed asynchronous pacing at 96 ppm with magnet placement. The device functioned appropriately with and without magnet, but telemetry could not be established. Regular transtelephonic monitoring observed that the magnet rate had been consistent between 96-99 ppm.